Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a communication failure. The customer reported that the station was stuck in "disconnected mode." Rebooting the unit, which normally resolves the issue, was attempted twice; however, the station did not reconnect. The customer further reported that hsviewer did not indicate any communication issues or critical override status.there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, a technical support specialist (tss) verified that the disconnected mode pop up was no longer appearing. Tss sent an email to the customer to confirm whether the issue persisted and subsequently sent three follow up emails requesting an update; however, no response was received. The system functioned as intended after the technical support specialist verified the device.